Manufacturer narrative:
Investigation summary: product analysis confirmed that the distal tip of the sheath exhibited a slightly bulbous (wider) shape, but the sheath met all dimensional specifications. Additionally, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing. It is possible that the bulbous shape of the distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure, contributing to sheath insertion difficulties. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of difficulty crossing the septum and failure to lock are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific determined that the wider distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure. A nonconforming events and prevention (ncep) investigation was opened to investigate reports of difficulty advancing, crossing the septum, and inserting the faradrive steerable sheath where laboratory analysis confirmed that the geometry of the distal tip exhibited a slightly bulbous shape.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion of the sheath into the exchange wire, the dilator was not fit into the sheath, and it was not possible to reach the left atrium. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that the device was impossible to be inserted inside the patient. The dilator became unlocked while the physician tried to insert it into the patient. No issue was noted during preparation. The dilator and sheath assembled with the dilator snap fitted into the sheath prior to tracking the guidewire.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion of the sheath into the exchange wire, the dilator was not fit into the sheath, and it was not possible to reach the left atrium. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion of the sheath into the exchange wire, the dilator was not fit into the sheath, and it was not possible to reach the left atrium. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that the device was impossible to be inserted inside the patient. The dilator became unlocked while the physician tried to insert it into the patient. No issue was noted during preparation. The dilator and sheath assembled with the dilator snap fitted into the sheath prior to tracking the guidewire.